Event description:
Thirteen days post index procedure, the patient experienced angina pectoris and passed away at home. This was a sudden death and the clinical details are unknown. It was noted that the evidence for stent thrombosis was likely. The patient's main indication for intervention was an acute myocardial infarction. The patient had target lesions in the proximal and mid left anterior descending and in the first diagonal branch. The proximal left anterior descending was type b1, concentric, and thrombotic. The lesion had a length of 13mm and a vessel diameter of 2.5mm. Timi flow pre and post procedure was 3. The mid left anterior descending was type b2, eccentric, bifurcated, and thrombotic. The lesion had a length of 21mm and a vessel diameter of 2.25mm. Timi flow was 0 pre procedure and 3 post procedure. The first diagonal was type b1 and eccentric. The lesion had a length of 169mm and a vessel diameter of 2.5mm. Timi flow pre and post procedure was 3. All of the lesions were de novo, tortuous and totally occluded. In 2007, the patient had a 2.5 x 13mm cypher select plus stent implanted in the proximal left anterior descending at 18atms, a 2.25 x 23mm cypher select plus stent implanted in the mid left anterior descending at 16atms and a 2.5 x 18mm cypher select plus stent implanted in the first diagonal at 16atms.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01159, 9616099-2007-01160 and 9616099-2007-01161. The event involved a male with a history of hypertension, hyperlipidemia, past smoking and diabetes. The patient's history places him at increased risk of mace. The indication for admission to hospital was acute anterior wall myocardial infarction. A coronary arteriogram revealed a 13mm, concentric thrombotic, type b1 lesion in the proximal left anterior descending (lad) artery producing a 75% stenosis. The reference vessel diameter was 2.5mm. Additionally, there was a 21mm, eccentric, bifurcated and thrombotic lesion in the mid lad producing a 100% stenosis. The reference vessel diameter was 2.25mm. A 16mm, type b1, eccentric lesion was found in the first diagonal producing a 90% stenosis. The reference vessel diameter was 2.5mm. All three lesions were de novo and tortuous. According to the IFU, cypher select plus is indicated for use in discrete lesions. Treatment of the proximal lad involved implantation of a 2.5 x 13mm cypher select plus stent at 18 atm. The lesion in the mid lad was implanted with a 2.25 x 23mm cypher select plus stent at 16 atm. The rated burst pressure for this product is 16 atm. Pre and post-dilation were not conducted in any of the lesions. Pre-procedural medications included asa and plavix while plavix, reopro and heparin were given during the procedure. Asa and plavix were given following the intervention. It is not known if act values were monitored. Thirteen days following the index procedure, it was reported the patient experienced chest pain and subsequently died at home. No other information regarding these events is available. The devices remained implanted in the patient, and thus not available for evaluation. A device history records review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. Based upon the information provided, it is not possible to conclusively determine the cause of the events; however, there are patient, vessel and procedure factors that may have contributed to it.